Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The tenku is not commercially available for sale in the u.s; however, it is similar to a device currently marketed for sale in the u.s.

Event description:
It was reported that the procedure was to treat an eccentric de novo lesion located in the mid-left anterior descending coronary artery that was moderately tortuous and moderately calcified. The 4.0 x 8 mm nc tenku balloon dilatation catheter was being used for pre-dilatation when the balloon ruptured during the first inflation at an unknown pressure. The device was prepped according to the instructions for use with no leak or issues noted during preparation. A non-abbott balloon catheter was used to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.